Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evalution. The customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. Analysis of reports of this type has not identified an increase in trend.